Event description:
It was reported that during a da vinci-assisted right hemicolectomy general surgical procedure, the tissue was sticking to the vessel sealer extend (vse) after seal/cut. This occurred after using the vse to seal/cut omentum, fat, and mesentery. There was no tissue tearing as a result. The bedside staff cleaned the jaws of the vse to help reduce sticking. There was no impact on the patient or the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the tissue that was stuck was omentum, fat, and mesentery. The tissue was removed by carefully manipulating the vessel sealer extend (vse) until the tissue was removed. There was no effect on the procedure or the patient outcome. The instrument was discarded. All patient demographic information was unknown except for patient gender.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the instrument was discarded. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.